Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch select simple meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 7 a.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿350 and 370 mg/dl¿ with the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the results falls within lfs¿ criteria for precision. The patient manages her diabetes with self-adjusted insulin (nisto and lispro) and she advised that in response to the alleged issue, she administered her usual dose of medication (nistro, 5 units and lispro, 15 units) based on a sliding scale. The patient reported that immediately after the alleged issue, she developed the symptom of ¿sleeping¿. The patient denied receiving treatment as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue began.